Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. It was noted that when the CT exam was selected first and then combined with the MRI scans the plans stayed with the CT listed as the reference exam. The system then passed the system checkout and was found to be fully functional. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the surgeon loaded the patient mris and completed planning on those exams the day before the procedure. The day of the procedure, the CT was loaded into the software. The system defaults to the MRI as the reference exam, but as soon as it is switched to CT, the surgeon¿s plans were lost. The surgeon redid the planning. It was also noted the site needed to combine the patient exams because the CT loads onto the navigation system as a different patient. It was also noted the system was detecting rods on the MRI when there were no rods present. This issue occurred preoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Analysis of logs show that after the site changed the reference exam, they did not verify the merge of the old reference exam with the new reference exam, effectively leaving the old reference exam out of the mergeset. The old reference exam must be merged with the new reference exam for the old plans to be transferred into the mergeset with the new reference exam. Software behaving as designed. If information is provided in the future, a supplemental report will be issued.